Event description:
It was reported that a male patient underwent a persistent atrial fibrillation (afib) procedure with a lasso nav variable eco catheter and suffered a cardiac tamponade, which required a thoracic drain. It was reported that during a persistent afib ablation procedure, the physician did a transseptal puncture and placed a smarttouch catheter in the left pulmonary vein (common ostium). The physician had tried to place the catheter just beside the second long st. Jude medical slo 8.5f sheath and the physician then observed a strange catheter movement of the lasso catheter. The procedure was stopped because the physician thought he had perforated the heart. A transthoracic echocardiogram was done to monitor the patient and analyze the situation. Additional information was received on the event. The physician had the impression that the lasso catheter was not moving freely and that it was stuck somewhere. The physician believes that the perforation was probably due to the manipulation of the lasso catheter in combination of the placement of the transeptal puncture. The physician also expressed that patient anatomy might have contributed to the event as the patient had a lower roof of the left atrium where the perforation occurred. The procedure was cancelled, a thoracic drain was installed and the patient did require extended hospitalization due to the event. The patient was reported to be in stable condition at the time the complaint was reported. There were no ablations performed. No error messages were observed on biosense webster equipment during the procedure and there was no product malfunctions.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on february 10, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent a persistent atrial fibrillation (afib) procedure with a lasso nav variable eco catheter and suffered a cardiac tamponade, which required a thoracic drain. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Therefore a deflection test was performed and the catheter passed. Catheter outer diameters were measured and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.